Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed to connect the wall adapter to a confirmed working outlet and leave it plugged in for at least 30 consecutive minutes. Follow-up from customer support was planned.